Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing. Programming changes were made to restore normal parameters. The patient status was unknown.